Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. It was unknown during which cycle of peritoneal dialysis therapy this had occurred. Once this was observed, the patient's nurse disconnected the patient from therapy. Troubleshooting was unable to be performed. The nurse would then help the patient complete their therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.